Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that the customer was hospitalized due to diabetes ketoacidosis on (B)(6) 2021. Customer¿s mother stated got out the intensive care unit for diabetes ketoacidosis and it was saying not registering. Customer¿s blood glucose value was over 600 mg/dl. Customer had a symptom like vomiting. Customer¿s mother stated that they fell ok to do troubleshooting. The insulin pump will not be returned for analysis.